Event description:
Patient called to report a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: review of all complaints of (B)(4)- fluid leak for the period of (B)(6) 2020 through (B)(6) 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.